Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device explanted.

Event description:
Healthcare professional reported a left side "decrease in size (deflation)." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side "decrease in size (deflation)." Device explanted.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported event of deflation was received on june 24, 2025, with lot number 3295964. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as fold flaw opening. As per the investigation procedure, observed wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.